Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 293 mg/dl. A blockage was found within the cartridge. The customer changed the cartridge and resumed normal insulin delivery.